Event description:
It was reported that patient underwent a battery replacement procedure for unknown reason. Additional information was received that patient had a severe dementia and charging was an issue. The patient was doing well and the explanted device will not be return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient underwent a battery replacement procedure for unknown reason.